Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the refrigerator was failed and not detected on bus. A field service engineer guided the customer to perform reboot on both helmer refrigerator and pyxis machine by applying knowledge article (ka) - bd pyxis es refrigerator (helmer imx113, imx105) proper reboot order when not on bus to resolve the issue. Customer was able to recover helmer refrigerator and inventory medication. The system functioned as intended after the customer able to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge was not detected on the bus. The pyxis unit was shut down for a full 5 minutes, and all wiring was checked and confirmed intact. Despite performing standard troubleshooting procedures, recovery was not possible. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex b and device eval by manufacturer.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge was not detected on the bus. The pyxis unit was shut down for a full 5 minutes, and all wiring was checked and confirmed intact. Despite performing standard troubleshooting procedures, recovery was not possible. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.